Event description:
The customer requested olympus to provide a reprocessing in-service. During the in-service, the customer reported a "recent issue" with an unspecified infection involving a patient. The olympus team member also identified the facility did not follow the appropriate re-processing steps in the instructions for use. The customer refuses to provide additional information.